Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/26/2015. (B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted along with concurrent tvh/anterior repair, paravaginal defect repair, bilateral sacrospinous ligament fixation, enterocele repair and monarch sling placement due to sui. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.